Event description:
The customer reported the ventilator would not power on via ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit mains and battery power leds were blinking and the unit was alarming both connected and not connected to ac power. Pse advised battery evaluation and the customer reported the battery did not resolve the reported problem. Pse advised the customer replace the power supply. The biomedical engineer reported the power supply was replaced and the reported problem was corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.